Event description:
We received a report that during the implantation of a tecnis one piece iol zcb0000205, the patient's capsule tore. A vitrectomy was performed. No patient injury was reported.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned sample was performed at 10x microscope magnification. Visual inspection revealed that only a half of the lens was returned (unit incomplete). The visual inspection revealed a few surface residuals on the lens that could be compatible to handling the lens in a non-sterile environment. Dimensional testing could not be performed due to the condition of the returned lens, half of lens received. Based on the investigation, there was no indication that the event was related to manufacture of the lens. The lens was received incomplete. The product did not meet the acceptance criteria. The results of the lens investigation are related to the surgical process in removal of the lens from a patient's eye. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.